Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that "30 years ago, inflatable [inflatable penile prosthesis (ipp)] was inserted at (B)(6), and it functioned for 18 years. After that, it could not be used for 12 years. Today, the pump came in contact with the testicle and it was painful, so the (B)(6) patient wanted to have a surgery sooner and visited the (B)(6) hospital. Dr. (B)(6) wanted to perform replacement procedure, so it was requested to check whether it was possible to provide a replacement." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.